Event description:
It was reported the pt (B)(6) underwent a trial procedure using devices from a different MFR. Although the pt was receiving pain relief from the sjm scs system, her therapy coverage was reportedly lacking. Follow-up on this matter found that the pt's trial was successful, and the permanent implant of the competitor's devices has occurred. The date of the permanent implant as well as the disposition of the pt's sjm devices are unk at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.